Event description:
Baxter (B)(4) received a report that a 1.5 ml/hr infusor underinfused during patient use. The device was filled with 3430 mg (68.6 ml) of 5-fu and 183.4 ml of d5w for a final concentration of 13.6 mg/ml. It was reported that after an infusion period of 168 hours only half the expected volume was infused. There was patient involvement, however there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: one actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 127 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 150 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.38 ml/hr, normalized flow rate = 1.42 ml/hr, specification range = 1.35- 1.65 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4).